Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2007; it is unclear if the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient was explanted (date not reported) one year after initial implantation due to meningitis. Several treatments (type not reported) were attempted but were not able to alleviate the symptoms. The patient was explanted (date not reported) and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).